Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft occlusion, arterial dissection). Patient's condition affected effectiveness of device (severely calcified iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (severely calcified iliac arteries).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.8 diameter abdominal aortic aneurysm approximately one month ago. The proximal neck was 21 mm in diameter and 43 mm in length. The left common iliac artery was 15 mm in diameter and the right common iliac artery was 13 mm in diameter. The vessels were severely calcified. An endurant bifurcated stent graft and two iliac stent graft an enlw1610c124ej and an enew1010c82ej were implanted. On the final angiogram it showed that the right contralateral limb occluded and a there was a dissection of the access area. The dissection was treated. It is unknown if the occlusion was treated. The physician commented the occlusion was due to the severe calcification of the vessels where the cut down was done and that is the likely cause of the occlusion. The occlusion is not related to the device. No further information was provided.